Event description:
It was brought to our attention that liquid was on the floor. Upon checking at chairside, a spill was noticed. A leak of chemotherapy was showing along the primary tubing, at the filter area. The leak ran along the primary tubing with gravity and fell to the floor. The spill ran under and behind the chair where patient was sitting. None of the chemotherapy leaked on to the patient. Infusion was stopped, patient disconnected and moved to another area. Spill <500ml was cleaned by pharmacy per protocol. Patient eventually restarted with another bag of chemo. Manufacturer response for primary plum set, primary plum set (per site reporter). Unknown.